Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdus0054 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "product fell apart during use." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdus0054 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "product fell apart during use." No other information was provided.